Event description:
It was reported that during a da vinci-assisted surgical procedure using an sp system, there was an ongoing issue with patient side manipulator (psm) arm 3. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found no faults. The customer had to install the instrument on arm 3 several times before it engaged. They reseated the sterile adapter but continued to experience instrument engagement issues on arm 3 only. At this time, it is unknown whether the procedure was completed using the original configuration

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the patient side manipulator (psm) and the power cord to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
The patient side manipulator (psm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reproduced complaint via system logs. During visual inspection, the retention plate left spring pin was found to have a moderate amount of friction. The unit was installed onto a golden system where the psm had functioned as designed. Multiple sterile adapters and instruments were installed however no faults or errors were triggered. The unit was then installed onto a patient side cart fixture test platform where it passed all relevant testing within specification. Fa will be considering the spring pin friction replication of the reported problem and as a result, the retention plate left spring pin is the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to mechanical defect of friction of the retention plate left spring pin in the patient side manipulator (psm).